Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found the upper case, lower case, two side bail covers, and the battery drawer are broken. Battery release, ring cover, lead flex cover, and heart lead flex are contaminated. Battery contacts are compressed, one side bail is missing, and the ring is bent. It is noted the device failed incoming functional test for battery removal due to the main printed circuit board assembly. Further analysis on the main printed circuit board (pcb) found that a capacitor component failure caused the battery removal test failure. (B)(4).

Event description:
The external pulse generator was returned to the manufacturer for calibration, analyzed and tested out of specification. There was no patient involvement.